Event description:
It was reported that the patient was experiencing difficulty bending and restriction in knee movement and was subsequently revised to address pain and loosening. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Medical product: persona posterior stabilized femoral component catalog # 42500606402 lot # 63174617; persona fixed bearing articular surface, catalog #: 42521400710, lot #: 63051212 . All poly patella catalog # 42540000035 lot # 63029234; optipac-s 60 refob bn cmt r ement r catalog # 47115003961 lot # a502a05905. Report source¿ (B)(6). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Complaint sample was evaluated. Visual evaluation of the returned device shows signs of repeated use and damage on the implant, bone cement remains on the implant. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.